Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr detachment occurred. The target lesion was located in the coronary artery. A 2.00mm rotalink¿ plus was selected for use. During procedure, it was noted that the burr was detached from the guide and remained in the coronary artery of the patient. A medical intervention was required to remove the detached burr. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The burr was detached and received on the rotawire. There were numerous kinks in the sheath and there was blood on the coil. The annulus was damaged and not rounded. The bottom of the burr was damaged, rough with sections of the bottom that were folded downward. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the burr detachment occurred. The target lesion was located in the coronary artery. A 2.00 mm rotalink¿ plus was selected for use. During procedure, it was noted that the burr was detached from the guide and remained in the coronary artery of the patient. A medical intervention was required to remove the detached burr. No further patient complications were reported.